Event description:
A 21g straight needle safety would not close I pushed down the close the safety over the used needle. It was really hard to close and was able to push it down half way. The safety was not getting caught on anything. Could not close had to dispose of needle slowly and safety.